Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was reported as "used expired betadine for dressing", however the cause of the peritonitis was unclear. It was not reported if the patient was hospitalized for the peritonitis event. One day prior to event diagnosis, the patient was started on ceftazidime (1gm, alternate days, intraperitoneal, ongoing) and vancomycin (1gm, alternate days, ongoing). On an unknown date, the patient recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.